Event description:
It was reported that the side rail for a ventilator with unknown serial number was damaged. No more details were provided. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the side rail for a ventilator with unknown serial number was damaged. No information were received about how the side rails become damaged. 8 new side rails has been ordered to replaced the damaged side rails. The root cause for the damaged side rail could not be determined but the side rail has most likely been exposed to a mechanical force greater than it is designed to sustain. H3 other text : 4111.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Device related data quality updates only: a correction of fields # d1 brand name, # d4 version or model # was required. D1 - brand name: previous brand name: servo-u, corrected brand name: base unit servo-u. D4 - version or model #: previous version or model #: servo-u, corrected version or model #: 6694800. The serial number for the medical device referred to in this medical device report has not been received, and therefore, no UDI number can be provided.